Event description:
Pt was scheduled for a turp (transurethal resection of prostate). During procedure, the ceramic or plastic tip of the resectoscopye sleeve came off inside the bladder. Unable to retrieve. A second procedure (urethraplasty) was performed to remove plastic tip.